Manufacturer narrative:
The pod generated an 0x40 hazard alarm indicating rotational sensor maximum open count exceeded. The rotational sensor failed to transition to an open sequence at the end of the pod's run indicating a rotational sensor malfunction. Corrosion was observed on multiple internal components including the commutator cap. No leaks were found during testing that would contribute to the corrosion. The corrosion on the commutator cap contributed to the reported 0x40 alarm however the exact cause of the corrosion could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: ap3a.240905.015.a2.s908u1ues8fyf2. Hardware: sm-s908u1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level reached over 250 mg/dl. An alarm occurred while the pod was worn on the arm between 4 and 24 hours. Details regarding treatment were not reported.